Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Device analysis: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on radius, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp broken on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.